Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device stopped working and just clicked when the button was depressed. The handle got very hot. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-05355, medwatch 2210968-2012-05357 and medwatch 2210968-2012-05358. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.